Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2019-sep-23 reported that the lead revision did not happen because the physician determined that there wasn't any migration. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there were multiple ins discharges where therapy turned off. The therapy was turned back on following those recharge sessions. Some recharge sessions were not up to 100% and that can make a difference to how long the ins battery will stayed charged given the settings the patient was using. The patient was using group b at 43% and group c 45% of the time with group b being at 8.0 ma and hd settings being used on all programs. The patient may see a recharge interval being shorter than being on group a or group c. Two options were reviewed with the rep: run an energy calculation using group b then group c to compare the difference in the recharge interval. It was reported that the rep saw that the recharge interval was at 1.0 days with cycling 15 min on/15 min off, but it was not known what that group was for; the rep could try having the device off longer and play with different off times to see if that can improve the recharge interval. It was reviewed that previously the rep had extended to 15 min on/20 min off to get to 1.2 days recharge interval. Nothing seemed to be wrong with the battery at this point and impedances looked good. A summary of the recharging is as follows: (B)(6) 5:29pm, stim turned off due to discharged ins (B)(6) 9:59am, stim turned back on after recharge session 10:00-11:38am: charged 25 to 70% 9:53 ¿ 10:31pm: charged 8 to 37% (B)(6), 4:48am, stim turned off due to discharged ins 9:24-11:44am: charged from 1 to 100% at 9:58am, stim turned back on (charging was interrupted briefly to do this) (B)(6), 4:40am, stim turned off due to discharged ins 6:49-8:18am: charged from 1 to 55% at 7:02am, stim turned back on after recharge session 9:42-9:47am: charged from 46 to 45% (no recharge gain made during this brief session) at 5:42pm, stim turned off due to discharged ins 6:21-8:22pm: charged from 1 to 82% at 7:19pm, stim turned back on during recharge session (B)(6), 2:08pm, stim turned off due to discharged ins 7:05-8:32pm: charged from 1 to 93% (B)(6), 7:21am, stim turned back on no further complications were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) was turning off by itself. This was not related to positional movement. It occurred 3-4 times in the last 4 months. The consumer was not sure what the battery level was during these occurrences. The consumer would walk away from the remote, come back in a few hours to check their device and of to make an adjustment, and the stimulation would be off. This had been occurring since implant. Therapy unavailable dates: (B)(6) 2019. Recharging dates: (B)(6) 2019 shows battery level at 10% start charge session. Recharge interval showed 1.0 days with current settings and cycling programmed. Without cycling the ins would last 0.6 days. Per the patient charge lasted less than a day. The device was reported to never really work. It was noted that the trial system alleviated everything but the permeant implant was reported to just not function properly. This was clarified to mean that the device turned itself off, it did not fully charge, and therapy was not giving the consumer the pain relief they wanted. The patient was scheduled for a revision surgery on (B)(6) 2019. They were looking to reposition the lead to try for better coverage and possible replacement of the ins. There were no impedance issues. No further complications were reported.